Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal baclofen 1000 ug/ml at 1800 ug/day. The indications for use were intractable spasticity and cerebral palsy. During a pump replacement, the health care provider (hcp) thought there was a little tear in the catheter, but it aspirated fine. The hcp decided to cut off that portion of the catheter and utilize an 8784. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.